Event description:
Per the surgeon, the patient was treated with oral and topical antibiotics for the infection (previously reported). The patient was also placed under a general anaesthetic on (B)(6) 2021, in order to debride the skin during the abutment removal. The infection has since cleared.

Event description:
Per the clinic, the patient experienced an (B)(6) infection, resulting in abutment removal. Additional information has been requested but has not been made available as of the date of this report.